Event description:
The customer reported the device had a loudspeaker issue associated with an error message. It is unknown if the device was in use, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device had a loudspeaker issue associated with an error message. It is unknown if the device was in use, no adverse event or patient harm was reported. The customer did not respond to several gfe and the device in this complaint was not returned and evaluated therefore the alleged problem cannot be confirmed, and cause is unknown.

Manufacturer narrative:
H3 other text : no response to gfe and device not made available or sent back.